Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and covid on (B)(6) 2022. The customer's blood glucose level was 300 mg/dl. The customer stated that they were feeling sick at the time of hospitalization. The customer was treated with the intravenous insulin drip. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.